Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed with an unspecified 1.5x12 mm balloon dilatation catheter (bdc). A 2.5x18 mm xience prime rx stent delivery system was advanced toward the target lesion and the stent was deployed. It was noted that a distal edge dissection occurred and another xience stent was used to treat the dissection. There was no interaction of devices. There was no other device or procedural issues noted. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device remains in the patient anatomy. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.